Event description:
Patient with diagnosis of colon cancer was receiving chemotherapy. Patient was fitted for 5-fu paragon pump. Infusion was scheduled to run over 46 hours. Pump did not appear to be infusing correctly and patient had to return to outpatient oncology twice over following 2 days to correct the issue. Initial pump was taken off during the second trip and replaced with another paragon pump. It is believed the patient may not have received about 1/4 of the dose she was prescribed over the 46 hours. The original pump was sequestered and sent to risk mgmt. Patient was scheduled for follow-up within a few days.